Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported the instructor had difficulty advancing the magnetic navigation catheter during placement. After two attempts and retrieval of the stylet, the stylet was found nearly fractured. No further information was provided.

Manufacturer narrative:
H11: section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a kinked stylet is confirmed and was determined to be use-related. One 3cg stiffening stylet and two photographs were returned for evaluation. An initial visual observation revealed a sharp kink within the polyamide region of the stylet. Use residue was observed on the sample. A microscopic observation revealed the core wire was kinked between the interfaces of the magnets. The distal tip of the stylet was observed to be present and intact. The observed damage and location suggest the stylet likely experienced mechanical stress from insertion against resistance, such as into tissue or at an improper angle. This complaint will be recorded for future trending and monitoring purposes.